Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000350 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and a white film-like substance was found on the octaray. After the procedure, when it was removed from the patient's body, when the octaray was removed from the vizigo sheath, a white film-like substance was found stuck to the sheath insertion port. Since the procedure had ended, the procedure was completed as it was. The physician said that he/she felt no particular resistance when it was removed from the sheath. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 20-feb-2025, it was noticed the following information was inadvertently omitted from section h11. Additional manufacturer narrative of the the 3500a initial medwatch report ¿the product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, a fiber-like substance was observed. However, no images of the sheath were provided to confirm the source; therefore, the reported issue cannot be confirmed. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).